Event description:
It was reported that the core impaction drill overheated during a procedure. There were no pt or user injuries, and there were no adverse consequences.

Manufacturer narrative:
A follow-up report will be filed when the quality investigation has been completed.